Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after experiencing fainting, which occurred five days post implant of a leadless implantable pulse generator (ipg). It was also noted that the device threshold and impedance values had been rising at the end of the implant procedure. Later interrogation also showed high impedance and threshold measurements. The patient is being monitored, and the physician considering the next course of action. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery voltage measurements. Minimum monthly battery voltages are not accurate. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range and was decreasing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.